Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's father reported via telephone call that the customer had a high blood glucose of 400 mg/dl that would not come down. The customer was treated with a manual injection. The caller declined troubleshooting. The insulin pump was not replaced or returned for analysis.